Event description:
It was reported that a patient questioned whether the ilet was functioning properly after experiencing a post-meal blood glucose of 200 mg/dl about one hour after breakfast without using the meal announcement feature; insulin supply was present, and no leakage was observed, and no device alerts for severe hyperglycemia occurred. Symptoms included transient hyperglycemia without systemic symptoms. Outcomes included no need for medical intervention, no assistance from others, and spontaneous return of blood glucose to range. Investigation included agent-led troubleshooting and education, including verification of insulin in the cartridge and absence of leakage, and review of use behavior relative to meal announcement. Investigation of this case revealed that device function appeared normal and that the hyperglycemia was consistent with skipped meal announcement leading to a temporary rise in glucose. It was concluded, based on previously established findings for similar reports, that the cause was use-related, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.